Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl. Low bg cause was not known. Emergency medical technicians provided assistance, including the administration of sugar gel and tested customers bg levels, as the customer lost consciousness due to the low level. Customer¿consumed carbohydrates¿to address bg.¿recommendation was made to consult with a healthcare provider to discuss diabetes management.